Event description:
I was in an in-patient procedure, put on some of the green gloves. As I was working through the procedure, I noted a small tear at the tip of the glove on the right thumb. No bodily fluids were involved, and proper hand hygiene performed with a change of the glove.